Manufacturer narrative:
The rollator was never sent here for investigation and this is the only information we received. After internal discussion, we deemed that there was a risk of the customer using the rolling walker as a transport chair. We have clear visible warnings all over the rolling walker stating that the seat is not intended for transport. By using it as a transport chair, there would have been excessive force applied on the fork and it can have been overloaded especially if unit went over any bumps or curbs. Therefore with time, we believe the bolt inside became damaged and lead to the break. This claim is now closed.

Event description:
The customer fell to the ground because one of the bolts on one of the wheels came off therefore the wheel got loose. The customer injured her leg.